Manufacturer narrative:
Hs insulin gauge/fill estimate was not verified. Low bg issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Cause was not known. Customer declined troubleshooting from tandem technical support. No additional information was known or reported.